Event description:
Event: contralateral attachment system deployed prematurely. Event. Narrative: the contralateral attachment system deployed prematurely while still in the suprarenal position. The device was pulled down for deployment of the superior attachment system and the ipsilateral attachment system. A wall stent was used to achieve a seal on the contralateral side and the graft was successfully implanted.